Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 76 mg/dl. The customer¿s blood glucose level was 500 mg/dl and the customer was treated with insulin pump blood glucose was gone down to 300 mg/dl and 400 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was wearing the pump at the time of hospitalization. The customer does not alleges pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.